Event description:
Complaint communicated via walgreens. Per customer comment "I bought an electric toothbrush sonic and it caught fire , and the store will not refund me the product. I want a call back." Left voicemail on day complaint was received and customer has not yet contacted cs.